Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a microsensor could not be detected by the monitor pre-operatively. The device was removed. There were no reports of delay or patient harm.